Event description:
The customer contacted beckman coulter, inc (bci) and reported that erroneously high chlorine (cl) results were generated by the analyzer of the unicel dxc 800 synchron system. Prior to the event, the ise (ion-selective electrode) system was calibrated and qc (quality control) results were within the laboratory's established ranges. The customer re-ran the patient samples on a second and third analyzer instrument and obtained cl results which were lower on the second instrument and higher on the third. The results that were lower and closer to the expected range were reported out of the laboratory. The total number of samples analyzed was not indicated but the customer provided four examples of the erroneously high cl results along with the repeated results. The erroneous high cl results were not reported out of the laboratory. There was no report of any serious adverse event or injury and there was no effect to patient treatment.

Manufacturer narrative:
The automated weekly flow cell maintenance procedure is in use at the laboratory but the twice-weekly maintenance procedure was provided to the laboratory by the bci hotline. The customer did not require an fse (field service engineer) to service the instrument but instead chose to replace the cl electrode tip themselves. While this measure resolved the problem, a clear root cause could not be determined. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 to (B)(4), 2010 for additional reportable events.